Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. At the beginning of the percutaneous coronary intervention, resistance was noted during advancement of a balance middle weight (bmw) universal ii guide wire with the introducer sheath. The decision was made to remove the guide wire before it reached the patient anatomy; however, the bmw guide wire was unable to be removed from the introducer sheath. It was removed as a single unit together with the introducer sheath. The procedure was successfully completed with an unspecified guide wire and the same guiding catheter. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. A visual, dimensional and functional inspections were performed on the returned guide wire. The reported difficulty to advance/position and remove from an introducer sheath (is) was unable to be confirmed as the guide wire was able to advance through an is without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that may contribute to the inability to advance/retract the guide wire from an is and cause resistance between the devices may include, but not limited to, technique, inner diameter of is, outer diameter of the guide wire, condition of the is or coagulation of blood and contrast. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the is used in the procedure may have been damaged causing the reported difficulties; however, this could not be confirmed as the is used in the procedure was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.